Event description:
It was reported that the physician performed a vena cava filter placement via the jugular. He noticed on the image that the legs did not open. He used a cone retrieval system to remove the filter successfully. He then deployed another of the same type of filter without injury to the pt. The intended site was infrarenal, the reason for placement was pe.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. Upon inspection of the returned sample, there were 3 legs/hooks twisted and/or held together by a dried chunk of clot material. It appeared that 2 of the legs/hooks were actually twisted together and the third leg/hook was held with them due to the clot material. There was dried blood in the apex of the filter. All the filter arms, legs/hooks were present and intact. The filter was cleaned. Heat was applied to the filter and the filter took shape. The result of the investigation was inconclusive. It is not possible to determine if the legs became crossed during removal or shipping. It is unk if pt or procedural issues contributed to this event.